Event description:
Becton-dickinson red top tubes- plastic- that are radiation sterilized were used to collect joint fluid for gram stain and culture. In 4 pts, the gram stains demonstrated gram-negative rods but an absence of white blood cells. Cultures -aerobic and anaerobic- of the fluid was negative. An analysis of the lot of red top tubes demonstrated that the tubes contained bacteria. This was verified with both acridine orange stain and pcr -16s rrna gene- performed by a reference lab of a tube to which sterile saline had been added. Conclusion: radiation sterilized tubes can contain dead organisms that may be seen on gram stain and may be amplified by pcr. This may result in having a clinical impact due to the assumption that an infection is present.